Event description:
Customer reported there is no scan button on the operator ID screen of the device. Customer stated the laser activates when the device is turned off. Customer indicated resetting the device as recommended but the scan button still does not appear. No treatment. A request was made for the return product and replacement product was sent.